Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a small bowel removal and hernia repair. The original procedure was completed in 2009, and the patient returned a week later with abdominal pain. After testing was completed, the patient was returned to the or. At the ostomy closure location, the staple line had broken down. The patient is still in the hospital and in stable condition.